Manufacturer narrative:
Philips service reloaded the ippc and fdc software and restored the system. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).

Event description:
It was reported to philips that an ippc software failure caused corrupted images on an allura xper fd20. The clinical use of the system was in use. There was no reported patient or user harm.